Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a trans -abdominal pre-peritoneal repair, the suture had no loop and there was no trace that it broke or was there from the start. The procedure was completed with another device. The patient status is alive with no injury.